Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke while using it to administer a nasal wash. The following information was provided by the initial reporter, translated from (B)(6): "in which part of the product did the breakage occur? Between the plunger and the suction rod. Was there any harm to the patient/health professional? No. Was there a need for medical and/or surgical intervention due to the event? No. Was there exposure of blood or chemotherapy to the mucous membranes or skin? No. What drug was being administered? I was using it for nasal wash on my baby."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further review of the additional information and provided photographs, this event was determined to be related to premature plunger activation. This type of event renders the device unusable and requires replacement, but will not lead to any degree of harm/serious injury. Therefore, this complaint is not MDR reportable.

Event description:
It was reported that the plunger in the bd solomed¿ syringe with needle broke while using it to administer a nasal wash. The following information was provided by the initial reporter, translated from portuguese: "in which part of the product did the breakage occur? Between the plunger and the suction rod. - was there any harm to the patient/health professional?... No. - was there a need for medical and/or surgical intervention due to the event... No. - was there exposure of blood or chemotherapy to the mucous membranes or skin?... No. - what drug was being administered? I was using it for nasal wash on my baby."